Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had two leads from the same lot. On (B)(6) 2015, the patient underwent surgical intervention for an issue reported under MFR. Report#: 1627487-2015-23433. During the procedure, the leads were tested and showed high impedance. As a result, the leads were explanted and replaced. Surgical intervention resolved the patient's issue.